Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an esophagectomy procedure. Reportedly, the anvil was difficult to attach. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.